Event description:
It was reported that (1) 35ol was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that while performing the procedure the surgeon noticed that several small pieces of the trocar where falling into the abdomen of the pt. The surgeon retrieved these pieces and they will be included in the product inquiry. The case was completed by opening another trocar and using it to complete the case. There was extended or time by five minutes.